Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #(B)(4):¿ equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ drawing(s) referenced: none ¿ as found condition: the pipeline vantage embolization device and phenom 27 catheter were returned for analysis within a shipping box, within primary and secondary plastic bio-pouches, and within a dispenser coil. The pipeline vantage embolization device was returned within its introducer sheath. ¿ damage location details: no bends or kinks were found with the pipeline vantage pusher. Dried blood was found on the pusher arm¿s, braid, sleeves, and tip coil. The arm¿s appear to be in good condition. The braid proximal end was found damaged (frayed). The braid distal end was found in good condition. The braid was found fully open. The pusher sleeves and tip coil were found damaged. No damages were found with the phenom 27 catheter hub. The phenom 27 catheter body was found flattened from ~13.5cm to ~11.0cm from the catheter distal tip. The phenom 27 catheter distal tip was found in good condition. ¿ testing/analysis: the pipeline vantage embolization device was pushed out from within its introducer sheath, deploying the braid. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete to open at middle section¿ could not be confirmed. Possible causes of ¿failure/incomplete to open at middle section¿ include patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, user deploys braid in vessel bend, or user does not maintain a continuous flush. The patient's vessel tortuosity was normal, the braid was not positioned in a bend, and no damages were found with the braid that would have contributed to the event, ruling out ¿patient vessel tortuosity¿, ¿user deploys braid in vessel bend¿, and ¿damaged braid¿ as potential causes. The pipeline vantage device¿s fully expanded diameter (5.5mm) was greater than the largest target vessel diameter (5.1mm), and the labeled length (30mm) was at least 6 mm longer than the aneurysm neck (6mm). Therefore, ¿braid improperly sized to anatomy¿ was ruled out as a potential cause. Information regarding if a continuous flush was used was not reported. However, as dried blood was found on the pipeline vantage device it is possible a continuous flush was not used. (Rosaj10 2023-02-28). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding a pipeline that failed to open in the middle section. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm in the right supraclinoid with a max diameter of 8 mm and a 6 mm neck diameter. The landing zone was 5.1 mm distally and 4.9 mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment was administered. The pru level was 120. Angiographic result post procedure was successful, without complications. It was reported that the systems are raised and the phenom microcatheter is located in m2. The vantage device is raised on it and begins to be released below the bifurcation, achieving distal opening, however, opening is achieved in the middle portion, for this reason it is recaptured and exchanged for another device, achieving a successful implant. It was reported there was failure to open in the middle section of the pipeline. The pipeline was not positioned in a bend. The pipeline had been deployed more than 50% when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by being resheathed and removed with the microcatheter. Medical or surgical intervention was not needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this eve nt. Ancillary devices include an 8f terumo sheath, neuron max 0.088 and sofia guide catheters, and traxccess guidewire.